Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had the pump explanted and developed an infection in the pocket. The infection symptoms were redness, drainage, incisional would opening, and warmth. The patient considered this a sudden change in symptoms. The infection was confirmed as (B)(6). The explant of pump was on (B)(6) 2018, the patient was not sure of the exact dates, first said (B)(6) 2018 then said it was (B)(6) 2018. The patient was on antibiotics for 10 days before he had to have a wound vacuum surgically placed. Shortly after the explant, he went to see his regular spine healthcare provider (hcp) (not the pump hcp) and was told that there was redness and warmth and was prescribed oral antibiotics. The following day, there was fluid leaking out of the incision site and since no one from the pump managing hcp office could see the patient until 4:30pm, the patient decided to go to the emergency room (ER), since it was morning when this happened. The ER swabbed and sent a picture to the managing hcp, the patient was told that the managing hcp said it looked alright. The ER provided more antibiotics. The monday after he went to the ER, the patient went to his spine hcp to have stitches removed, as the pump hcp wanted to wait two weeks before removing them. The spine hcp assessed the site and said that there was still a 3.5 inch hole in the patient's side and on (B)(6) 2018, the spine hcp performed emergency surgery and placed the wound vacuum. He had to wear the wound vacuum until infection cleared. He was told that the hole in his side was 5 centimeters deep, as of (B)(6) 2018. There were no further complications reported at this time.